Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that they just replaced the battery and opened the battery compartment and reinserted the battery then the insulin pump was working again. When checked on their alert history they received insert battery and power loss alert. Customer stated that they wanted to have it on the record that it happened. Customer declined to troubleshoot for the blank display no harm requiring medical intervention was reported. The insulin pump will be returned for analysis